Event description:
It was reported that atrial fibrillation recurred following a cardiac ablation procedure. A recurrence of atrial fibrillation was detected on an electrocardiogram performed at a three-month follow-up visit. The event was arrhythmia related. The patient was hospitalized, and a repeat ablation was performed as treatment. The investigator assessed the event as possibly related to a study procedure and possibly related to the catheter, generator, and other system attachments/accessories, while the sponsor assessed the event as not related to the study procedure and not related to the catheter, generator, or other system attachments/accessories. The patient was reported as recovered/resolved. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.